Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rippling" and "rubber looking." Patient representative reported "disfigurement", "along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl" and "mental pain and suffering, mental anguish, emotional distress, and other physical and emotional manifestations that are severe and ongoing", "because of the accumulation of foreign and adulterated silicone particles in breast tissue, lymph nodes, and throughout her body", "resulting in inflammation, cellular, and subcellular damage", "pain", and "itching."

Event description:
Patient reported a right side "rippling" and "rubber looking." Patient representative reported "disfigurement", "along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl" and "mental pain and suffering, mental anguish, emotional distress, and other physical and emotional manifestations that are severe and ongoing", "because of the accumulation of foreign and adulterated silicone particles in breast tissue, lymph nodes, and throughout her body", "resulting in inflammation, cellular, and subcellular damage", "pain", and "itching." Patient representative additionally reported "painful removal procedures", "scarring", "diagnostics and explant, reconstruction, hospitalization, additional care, as well as other treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the monitoring for or prevention of the disease", "and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity"; these events are not device related. Device has been explanted.